Manufacturer narrative:
The user experienced hyperglycemia requiring evaluation in the emergency room while using the ilet. This situation can require medical assessment and supportive treatment, which is consistent with the reported ER visit and treatment with IV fluids without admission. The user¿s blood glucose was reported as 359 mg/dl. Device data indicated prolonged interruptions in insulin delivery, including dosing paused for approximately seven hours on the day of the event and a prior extended period of dosing suspension associated with an alert 38 (motor stall). During troubleshooting, the user was unable to successfully complete a supply change, and repeated alert 38 events were observed. These conditions are consistent with interruption of insulin delivery. Based on available information, the event is associated with interruption of insulin delivery and use-related factors rather than confirmed device malfunction. If additional information becomes available, including product return analysis, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a bg of 359 mg/dl. The user was able to treat the high bg by subcutaneous insulin and ilet without assistance from a caregiver. The user was evaluated in the ER on (B)(6) 2026 and discharged the same day in recovered condition with ilet resumed.